Event description:
Information received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The hill-rom technician cleaned and degreased the hi/low drive brake to repair the bed.